Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characters limitations, the e1 (event site name) is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) doppler blood flow meter probe broken. There was no patient involved.

Event description:
Na.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. Doppler related complaints are not a getinge complaints, hence this is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.